Event description:
During an in clinic follow-up, the device was unable to be interrogated. The device image was reviewed by abbott technical support and it was reported the device entered backup mode prior to implant. The device was restored and reprogrammed to resolve the event and the patient was in stable condition.